Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger of the prostyle device was withdrawn, the suture was broken. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.